Event description:
It was reported that the patient was unable to run therapy. The therapy manager troubleshot the issue and confirmed that all electrodes on the right lead were out-of-range/high-impedance failures. The patient was reprogrammed to unilateral stimulation. The patient resumed therapy. The implanting doctor was notified. It was later reported that the reactiv8 system was explanted due to the out-of-range/high impedance failure, and the patient did not want to continue on one-sided stimulation. Reportedly, the patient has other spinal issues not related to the reactiv8 system that need to be addressed. The device was removed. However, the left lead broke, leaving fragments inside the patient. There was no report of patient harm or injury. The post-implant images were reviewed and revealed no strain relief loop.

Manufacturer narrative:
Mml # (B)(4). Other devices explanted. Model: 8145 description: implantable stimulation lead serial number: (B)(6). UDI#: (B)(4). Model: 5100 description: implantable pulse generator serial number: (B)(6). UDI#: (B)(4).

Manufacturer narrative:
(B)(4). Other devices explanted. Model: 8145 description: implantable stimulation lead serial number: (B)(6). UDI#: (B)(4). Model: 5100 description: implantable pulse generator serial number: (B)(6). UDI#: (B)(4). The ipg and leads were received for analysis. There was no allegation of a product deficiency against the ipg or the left lead. The ipg passed the functional testing and operated properly. The left lead was received and cut into two segments. No functional testing can be performed. Visual inspection revealed that the electrode end with the tip was missing. The left lead was received and also cut into two segments. No functional testing can be performed. The reported issue was verified. Visual inspection observed a rounded fractured coil across all coils, which was the cause of the out-of-range/high impedance failure. No patient's demographic information is available. H6 updated.

Event description:
It was reported that the patient was unable to run therapy. The therapy manager troubleshot the issue and confirmed that all electrodes on the right lead were out-of-range/high-impedance failures. The patient was reprogrammed to unilateral stimulation. The patient resumed therapy. The implanting doctor was notified. It was later reported that the reactiv8 system was explanted due to the out-of-range/high impedance failure, and the patient did not want to continue on one-sided stimulation. Reportedly, the patient has other spinal issues not related to the reactiv8 system that need to be addressed. The device was removed. However, the left lead broke, leaving fragments inside the patient. There was no report of patient harm or injury. The post-implant images were reviewed and revealed no strain relief loop.

Event description:
It was reported that the patient was unable to run therapy. The therapy manager troubleshot the issue and confirmed that all electrodes on the right lead were out-of-range/high-impedance failures. The patient was reprogrammed to unilateral stimulation. The patient resumed therapy. The implanting doctor was notified. It was later reported that the reactiv8 system was explanted due to the out-of-range/high impedance failure, and the patient did not want to continue on one-sided stimulation. Reportedly, the patient has other spinal issues not related to the reactiv8 system that need to be addressed. The device was removed. However, the left lead broke, leaving fragments inside the patient. There was no report of patient harm or injury. The post-implant images were reviewed and revealed no strain relief loop.

Manufacturer narrative:
(B)(4). Other devices explanted. Model: 8145 description: implantable stimulation lead serial number: (B)(6). UDI#: (B)(4). Model: 5100 description: implantable pulse generator serial number: (B)(6). UDI#: (B)(4). The ipg and leads were received for analysis. There was no allegation of a product deficiency against the ipg or the left lead. The ipg passed the functional testing and operated properly. The left lead was received and cut into two segments. No functional testing can be performed. Visual inspection revealed that the electrode end with the tip was missing. The right lead was received and also cut into two segments. No functional testing can be performed. The reported issue was verified. Visual inspection observed a rounded fractured coil across all coils, which was the cause of the out-of-range/high impedance failure. No patient's demographic information is available. Correcction: the statement above was corrected. H6 updated.